Event description:
Boston scientific received information that the patient presented to the emergency room and was admitted to the hospital due to a syncopal episode, shortness of breath, fatigue, dizziness, elevated troponin, and elevated potassium. Upon interrogation it was noted that the right ventricular (rv) lead exhibited elevated threshold measurements. A chest x-ray was taken, however the results are unknown at this time. The rv lead was reprogrammed. The health care facility believed this issue to be lead related. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). It was noted that the right ventricular (rv) lead had been programmed with maximum outputs due to continued high threshold measurements. The high threshold measurements were suspected to be from the patient's health conditions and suboptimal location of lead placement. Sequently a revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the chest x-ray did not show any significant the electrocardiogram revealed right ventricular (rv) pacing only so the rv outps were changed to reflect increased ventricular pacing threshold. No adverse patient effects were reported.